Manufacturer narrative:
(Sensor serial number) has been updated based on the returned product. Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted from the returned sensor using approved software. Sensor found to be in state 6 (indicating abnormal termination). The sensor plug was observed to be properly seated in the mount. Removed sensor plug assembly and performed a visual inspection, no issues observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has also been performed prior to the returned product investigation. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. DHR's (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. Therefore, no malfunction or product deficiency was identified. (Device manufactured date) has been updated based on the returned product download. (Outcomes attributed to ae ) has been updated based.

Event description:
Customer reported receiving unspecified high readings on the adc freestyle libre sensor and subsequently experiencing symptoms of hypoglycemia and a seizure. Paramedics were called and upon their arrival, a glucose result of 0.6 mmol/l was obtained on their device and customer was transported to a hospital where she was diagnosed with hypoglycemia and admitted (duration unspecified). No information regarding treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving unspecified high readings on the adc freestyle libre sensor and subsequently experiencing symptoms of hypoglycemia and a seizure. Paramedics were called and upon their arrival, a glucose result of 0.6 mmol/l was obtained on their device and customer was transported to a hospital where she was diagnosed with hypoglycemia and admitted (duration unspecified). No information regarding treatment was provided. There was no report of death or permanent injury associated with this event.